Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072268.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulation (scs) leads displaying high impedances. The patient underwent a procedure where the scs leads were removed and replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulation (scs) leads displaying high impedances. The patient underwent a procedure where the scs leads were removed and replaced. Post operatively, the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7072268 sc-2317-70 sn (B)(6) visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Sc-2317-70 sn (B)(6) visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.